Event description:
The hcp reported the device system was explanted due to an infection.

Event description:
Additional information from the hcp reports the patient presented in 2005 with drainage from the lumbar region. A culture of the lumbar region was done and reported as positive for enterococci. The patient was not diagnosed with meningitis. The patient was treated with IV antibiotics and total device system explant. The patient outcome was reported as ongoing.